Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6), +20.5d) was implanted (B)(6) 2024 in the right eye. Postoperatively the patient underwent 3 light adjustments and no lock-in treatments. The patient returned to the clinic (B)(6) 2025 complaining of blurry distance vision. The treating physician noted an area of "slight distortion" on the center of the lens consistent with polymerization due to no lock-in performed. On (B)(6) 2025, approximately 18 months after implant surgery, the lal+ was explanted due to blurry vision and a new light adjustable lens (sn (B)(6), +20.5d) was implanted as a replacement.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).